Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of leakage at insertion site was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention.

Event description:
The venflon leaks after insertion (after 2-3 hr after rinsing). Cannulas after insertion - when catheterizing peripheral venous vessels, they begin to leak 2-3 hours after flushing after connecting the IV fluid. It is necessary to winch the cannula. Attached is a photo of the catheter showing the leakage. Secured cannula samples in order to investigate the problem.

Manufacturer narrative:
2pcs of 18g samples (non-reported material) and 1pcs of 20g sample with red luer adapter connected passed catheter adapter leakage test, no leakage observed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. The customer experience could not be determined. Root cause could not be determined. Complaint trend would be monitored.

Event description:
The venflon leaks after insertion (after 2-3 hr after rinsing). Cannulas after insertion - when catheterizing peripheral venous vessels, they begin to leak 2-3 hours. After flushing after connecting the IV fluid. It is necessary to winch the cannula. Attached is a photo of the catheter showing the leakage. Secured cannula samples in order to investigate the problem.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l leaked the venflon leaks after insertion (after 2-3 hr after rinsing) cannulas after insertion - when catheterizing peripheral venous vessels, they begin to leak 2-3 hours. After flushing after connecting the IV fluid. It is necessary to winch the cannula. Attached is a photo of the catheter showing the leakage. Secured cannula samples in order to investigate the problem.